Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit the left side of his head on a boat propeller in early (B)(6) 2017. He attempted to use the device following the fall, but it was no longer working.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The patient fell and hit the left side of his head on a boat propeller in early (B)(6), 2017. He attempted to use the device following the fall, but it was no longer working. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on the currently available information, a damage to the active electrode caused by the reported external mechanical impact seems very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. There is no plan to explant the patient of the device.

Event description:
The patient fell and hit the left side of his head on a boat propeller in (B)(6) 2017. He attempted to use the device following the fall, but it was no longer working.